Event description:
I use the omnipod insulin pump by insulet. On (B)(6) 2020 I tried to replace my insulin pump. When I went to fill the pump with new insulin it gave an error alarm. At this point I had to throw the replacement pod away. When I tried calling insulet to request a replacement for the defective pump, they refused since the pump had been thrown away. FDA safety report ID# (B)(4).